Event description:
On (B)(6) 2010, this pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported that the pt's anatomy was not within IFU due to a tortuous proximal aortic neck; however, good wall apposition of the trunk was reportedly noted on final angiography. On (B)(6) 2011, f/u imaging identified a proximal type I endoleak, with a 4 cm distal migration of the trunk reportedly due to the pt's tortuous anatomy. It was reported there was no evidence of aneurysm enlargement. On (B)(6) 2011, the pt was taken to the operating room, where angiography revealed that the proximal end of the graft was sitting in the aneurysm sac with no proximal seal or wall apposition in the seal zone. Four aortic extender components were implanted for proximal extension. Completion angiography showed aneurysm exclusion and filling of both renal arteries, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.